Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the consumer reported that unfortunately if the patient adjusted it any higher, it hurt them. The patient had only 1 setting and did not have the 3 they originally had, so they could only adjust so much. The patient was thrilled about their unit for a long time, even the second one, but since their fall it had gotten worse. The patient was worse now than they have ever been and wanted to know if they could have done some kind of damage in their fall. The patient would love to have some control back.

Event description:
Additional information received from the consumer reported that the patient notified their managing physician about the return of symptoms after falling and the physician readjusted the unit. The patient was still not happy even though they had tried changing the settings. The patient was much worse than before the fall.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The consumer¿s family member reported that it worked well until a couple of months prior to the report when the patient fell. The family member thought the fall affected the device and the patient was going a lot more during the day. They tried to increase stim on (B)(6) 2015. They turned on the patient programmer (pp) but in order to sync, they had to press the stim off button because the gray button did nothing. When they pressed stim off, it showed 6.0v. When they pressed ¿minus¿ it went to 5.9v and when they pressed the ¿plus¿ it went to poor communication. The patient was educated and walked through on how to use the programmer. The patient¿s stim was off. Stim was turned on and the patient was on 5.9v and they had to decrease to 5.6v because the stim was too high. There was a return of symptoms. The programmer was not working. They did not know when the issue started. It was before (B)(6) 2015 when they went to a doctor who said the programmer was working just fine. The programmer issue was resolved on (B)(6) 2015 through the education. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up is being conducted to obtain the steps taken to resolve the event. If additional information is received, a follow up report will be sent.